Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump was not able to generate vacuum to pull water up the fill tube. Mis discussed that this was indicative of a failed circulation pump and requested a quote for the 2000 hour service and a loaner. Per email response received in 26jan2023, the device was in transit for repair. No patient involvement.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump was not able to generate vacuum to pull water up the fill tube. Mis discussed that this was indicative of a failed circulation pump and requested a quote for the 2000-hour service and a loaner. As per email response received in 26jan2023, the device was in transit for repair. No patient involvement. As per sample evaluation results received on 13feb2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the replaced the double bend tube due to expansion of the tube found during servicing. It was stated that the circulation pump motor had seized bearings. It was noted that circulation pump motor was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During decon, it was confirmed that the device would not autofill. Installed test circulation pump to fill. Circulation pump was serviced during the pm process. Double bend tube was found expanded. Circulation pump motor had seized bearings. The device underwent pm servicing while in for repair. Serviced mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. Double bend tube was replaced. Circulation pump motor was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.